Event description:
It was reported that the tip of a vitality tower rod reducer broke during cervical fixation. Another reducer was used to complete the surgery and there was no patient impact.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Manufacturer narrative:
H6: additional method code: 4109. Corrections in h6: component code. Additional information in h6: investigation type, findings, and conclusions. Device evaluation: the device was not returned, but the provided photo shows that the tab has fractured off of the device. Root cause: this event could possibly be attributed to excessive forces applied during use or wear through multiple uses over time as this instrument was put into use in 2021. DHR review: the DHR was reviewed. There are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left highridge medical¿s control. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported that the tip of a vitality tower rod reducer broke during cervical fixation. Another reducer was used to complete the surgery and there was no patient impact.